Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated that during retrieval attempt, a piece of the filter broke off and stayed inside the patient. It moved to the heart where the end user ultimately left it. Videos , images were provided.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. A review of the returned product was performed. Upon visual inspection, it was found that one of the struts had broken off of the filter. The complaint is confirmed. This filter used in the kit is purchased from a third-party. Therefore, a scar was opened to issue to the supplier for investigation into root cause and to implement the appropriate corrective action. Additionally, an hhe was opened to assess the potential hazard of this defect in the field. Additional information provided in h.3., h.6. And h.11.